Event description:
The customer reported that during surgical use, the shaver handpiece operated intermittently. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation results: the shaver handpiece was returned for investigation. The handpiece was tested and found to have the potential to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this event.